Event description:
A ureteral stent was used for therapeutic purposes. During the procedure, while removing the stent, the upper pig tail came off and was stuck in the kidney. There was further medical intervention required although the exact nature of this intervention is unk. There were no further complications reported with this event.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number.